Event description:
It was reported that the patient's generator was at end of service status (eos=yes) and that they'd been having increased seizures for awhile. However, during surgery, it was found that the patient was at ifi=yes status not eos=yes. This means that the patient was still receiving their intended therapy. The patient's generator was replaced due to battery depletion and the explanted generator was discarded. No further relevant information has been received to date.